Event description:
It was reported that after releasing the valve during a transcatheter heart valve procedure, while removing the stiff guidewire, the guidewire became caught in the frame of the valve, causing the valve to come out of the valve annulus. Subsequently the valve was replaced with a new valve. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID d-evprop23-29 (lot: 0013118024); product type: 0195-heart valves; product ID l-evprop23-29 (lot: 0013102624); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.